Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which a leak occurred during infusion. According to the report, the leak was observed at the "IV connection point". The medication being administered is unknown. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual and one unused companion sample were returned for evaluation. The used sample arrived in an open pouch primed. The unused sample arrived in a sealed pouch. A visual inspection of both samples showed no obvious abnormalities with the tubing or components. The male luer of each sample was then iso gauged and iso water pressure tested. The used sample failed the iso gauging requirements due to the male luer being too small. The used sample passed the iso water pressure test. The companion sample passed the iso gauging requirements and passed the iso water pressure test. The reported condition was confirmed in the used sample because insufficiently sized male luers are a known cause of leaks. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.